Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative the screw is a zfx09-zb-ce-hlgte screw which belong to the zfx11zb-ce41asz03e. The screw in in used condition but full functional. On the thread we found some cement. If thread is full of cement preload from thread looses torque and screw can be loosened. The rood cause from loosening the screw most likely is cement on the thread.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the screw at tooth site 14 loosened every 8 days, then it has been replaced and the problem was solved. This report refers too the first loosening occurred on (B)(6),2024, the screw was tighten at this moment.